Event description:
As it was reported by the (B)(4) study database: this patient had a 7.0 x 30mm precise stent implanted in the left internal carotid artery without complication. Following pre-dilatation and stent placement there was decreased flow in the carotid artery. The filter was subsequently removed and there was a yellowish powder which covered the filter. A new filter was placed with improvement in flow. Post-dilatation there was transient "no reflow" which again improved with removal of the filter. At an unidentified time post-procedure, as the sedation began to wear off, it became apparent that the patient had developed a mild aphasia: her speech was slightly dysarthric and she had difficulty forming sentences. On (B)(6) 2008, a head CT without contrast was performed. The results revealed no evidence of an intracranial parenchymal hemorrhage, infarct, mass effect or midline shift. Pre-procedure on (B)(6) 2008, the (B)(6) stroke scale score was 1: there was minor facial paralysis. The (B)(6) score was 0. Post-procedure on (B)(6) 2008 the (B)(6) stroke scale score was 2: there was minor facial paralysis and mild-to-moderate aphasia. The (B)(6) score was 1. This was adjudicated as a tia. By discharge on the 6th the patient was reported as "completely normal neurologically".

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion in b5 as there is a max character limit of 450.

Event description:
Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Vessel spasm is a known potential adverse event associated with any interventional procedure, where devices are introduced into the vasculature and is listed in the IFU (instructions for use) as such. Aphasia, as a symptom of tia, is a well-known potential adverse event associated with the carotid stent implantation procedure.there is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. The function of an embolic protection device is to capture debris during the carotid procedure and prevent it from embolizing downstream into the patient's vasculature. If enough debris is dislodged from the arterial wall during the procedure, it may fill the filter basket to the point at which it interferes with normal blood flow through the filter resulting in hypoperfusion. This is an inherent risk of the procedure and does not represent a device malfunction. Normal blood flow resumes upon removal of the device or removal of the debris in the filter by means of an aspiration catheter.